Event description:
The manufacturer received information alleging the active exhalation verification and fio2 sensor test steps had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification and fio2 sensor test steps had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips service engineer (se) was dispatched to the customer site for this issue. The philips se evaluated and determined the three-way (3-way) solenoid and proportional valve had caused the active exhalation verification test to fail on the device. The philips se replaced the 3-way solenoid valve and proportional valve to address this issue. The philips se performed the final test, and it passed on the device. The philips se confirmed the device met specification and was returned for use.